Event description:
Reported by the complainant as follows: male end-user admitted to micu approximately the 1st week of (B)(6) 2010. Fms signal inserted for diagnosis of c-diff and infected sacral wound. Nurse could not determine the fms signal insertion date. Admitting diagnosis of possible sepsis; metabolic encephalopathy; anemia; sacral wound infection. The end-user was moved off the micu on 3/10 and admitted to an acute rehab unit at a select specialty hospital and on (B)(6) was admitted back to trinity micu for a lower gi bleed. It was reported that sometime between (B)(6) and (B)(6) the fms signal was removed. A colonoscopy was performed with finding of bleeding a rectal ulceration. Interventions: transfusion of 5 units of prbc and bleed cauterized. End-user with no further bleeding. Nurse manager; reports no inotropic drugs; no history of anal or peri-rectal abnormalities she could locate. Also reports no anticoagulants or anti-platelets. Reports end-user on lopressor drugs.